Event description:
Patient experienced back up battery fault on their heartmate 3 lvad (left ventricular assist device) system controller requiring a controller exchange. During the exchange, lvad (left ventricular assist device) pump was temporarily off. Systolic congestive heart failure status post heartmate3 lvad (left ventricular assist device) insertion.